Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep confirmed with the or- radiology staff that no service was required at this time. Results: burn.

Event description:
The customer reported that there was a burning smell coming from the system.